Event description:
Consumer reported needle is bending during use when she pushes it through the skin. When she attempted to straighten the needle; it broke off in the kitchen and she could not find it. Two weeks later, consumer was in the kitchen and something stuck in her right foot and she thinks that it is the same needle which broke off a month ago. Comsumer went to see a doctor and had an x-ray done, doctor could not remove the object. Consumer had a follow up visit on june 19th where she was prescribed cipro and was advised to make warm soaping baths. Consumer indicated that sometimes she re-uses the needle. In 2009, consumer had surgery and doctor was able to remove needle from her foot.

Manufacturer narrative:
Evaluation summary. Issue: injury needle break off. Evaluation: regulatory compliance complaint lab received one (1) 31g broken cannula with no syringe was returned which customer claims needle broke off while attempted to straighten it. Customer indicated that she was pushing needle through the skin and needle bent and when she attempted to straighten the needle, it broke off. Complaint history check was performed and yielded no other complaints against lot number 8350533 for the same issue. Cannot confirm complaint as a manufacturing defect. No further action.